Event description:
It was reported that the patient experienced telemetry issues. The patient had fallen past saturday and landed on the ins in the right abdomen area. The area was slightly swollen and tender to touch. It was noted that the patient had previously broken his right foot and was wearing a boot, and had slipped when trying to get out of the shower. There was no communication when using the 8840, insr and patient programmer. It was noted that the patient had not charged since (B)(6) 2012 and last felt stimulation in (B)(6) 2013. Two physician recharge modes had been attempted. It was reported that the pocket did not seem loose. There was slight swelling, but not bad. The ins was not deep. Antenna locate returned results between 88-90. It was reported that the ins may be flipped, but a flip was not confirmed at this time. It was later reported that an end-of-service / end-of-life message (eos/eol) was seen. A third physician mode recharge had been performed and the battery finally came out of overdischarge. They were unable to clear the power-on-reset (por) message, so the patient was instructed to go home and continue to charge the implant. When the implant was interrogated the following day the recharger said eos and then por. It was noted that the patient did have previous overdischarge events unrelated to this one. The implant was 25% full and the manufacturer representative couldn't interrogate with the 8840 programmer, it just kept saying "discharged". It was noted that an x-ray was done and confirmed the battery was properly oriented and not flipped. It was later reported that the patient was not receiving therapy because his ins was at eos. The managing physician was out of town and upon his return, the nurse planned to discuss a possible replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3487a-33, lot# v111112, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v111112, implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(4) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.